Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that in (B)(6) 2009 a realize band was implanted. The device filled by itself and emptied by itself. The patient was unable to eat. She would get up from a dinner date and end up vomiting. She saw two doctors who told her that everything was fine. The lap band was bowed into her stomach. The band and the port were removed in (B)(6) 2019. Since the removal she has been suffering from fibromyalgia like symptoms. On (B)(6) 2019 the patient had a sleeve gastrecotmy as well as scar tissue removed.